Manufacturer narrative:
He device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the enucleation was performed without any problems. When the procedure was finished and the morcellation began, there was a failure in the morcellator handpiece with e19 appearing on the display. Several attempts to resolve the situation were made. Due to the inability to operate the morcellator, they decided to convert the morcellation to open surgery, opening the bladder. No death or (unanticipated) serious deterioration in state of health reported. Due to the convertion to an open surgery the event is deemed reportable.